Event description:
It was reported that over a period of time, five pts received adverse events following facilia laser telegitasia treatment using a 3mm spot size delivery system. Parameter settings were 240 j/cm2 40ms with dcd setting of 15/20/10 ms. In this case, the pt received pustules on the nose along the nose/face crease. Possible scar.